Event description:
Caller (charge nurse) reported a potential false positive troponin (tni) on the triage cardiac panel versus the lab. A (B)(6) female pt presented to the ER with chest pain upon swallowing. Whole blood was run in the ER. Doctor felt that the triage tni result was falsely elevated. Edta tube was sent to the lab and a normal tni result was obtained. Sample was not repeated in ER and entire sample was sent to lab and is not available for add'l investigation. No other clinical info available. Nurse does not know what method is used in the lab or what the exact reference range is. Caller was not the person who ran the test. No info was available on how the test was performed. Caller cleaned the opening to the meter and found that it was very contaminated with blood. Caller will remind nurses of the importance of allowing the sample to absorb.

Manufacturer narrative:
No pt samples were returned for testing. Product support tested negative control, calibrator z, 2 'normal' (apparently healthy) whole blood (edta) donors, and positive control, calibrator h on cardiac w49731 for tni recovery observations. Product support was unable to verify the customer's complaint and could not rule out sample specific interferences or environmental factors as possible causes of discrepant results. Product support did not observed false positive result with the negative control or with either of the normal whole blood donors. The positive control recovered within the MFR's specs. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time a sno product deficiency was established.